Event description:
It was reported that this right atrial (ra) lead had threshold issue. This lead remains implanted. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).